Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 318 mg/dl at time of events. Reportedly, the customer change pump supplies to address the issue.